Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device did had error prompted as "duplicate address detected", preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device did had error prompted as "duplicate address detected", preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the main drawer showed a ¿duplicate address detected¿ error. A field service engineer (fse) released the cubies and cleared debris from the trays. Cables and connections were checked, and visible damage was found on the retractor band. The fse removed and replaced the retractor band to resolve the issue. The customer recovered and accessed all previously failed cubies. The system functioned as intended after the field service engineer repaired the device.